Event description:
Resident was admitted to the facility in 2009 with multiple pressure areas and then placed on a stat guard 1 mattress in the next day. Resident was assessed as a low falls risk d/t inability to move. Later in the evening, this resident was found on the floor on the opposite side of the bed in which she had been positioned previously. Resident sent to ER for eval/tx - injury noted was a "superficial hematoma." Upon investigation, a user manual was requested by the facility from the manufacturer - medastat. According to the manual, this type of mattress requires full side rails be used with it. Communication with the manufacturer found that the manufacturer-vendor- was unaware of this set up as well.